Event description:
New transducer was cracked and leaked near port connecting to central line during first use. Malfunction seen immediately after fluid started again and transducer was changed. The patient was not harmed.